Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, periodontal disease at time of surgery, pain, abscess, mobility. Possible infection of the implant from the pocket at tooth 47.